Event description:
Event description cpi received information that this endotak lead was removed from service due to an open lead indicator during elective generator replacement. The lead exhibited an impedance measurement of 60 ohms upon initial induction. The first shock did not successfully convert the patient and a second was delivered, showing a shocking impedance of 150 ohms.